Event description:
On (B)(6) 2012, kardium rec'd a complaint reporting that a lock washer became dislodged from a torq sternal closure device. The metal part was found by the surgeon after closing the pt, on the pt's chest outside of the incision. No injury occurred.

Manufacturer narrative:
Add'l catalog #: 15-00001. The MFR eval codes were taken from http://www.FDA.gov/medicaldevices/deviceregulationandguidance/guidancedocuments/ucm106742.htm. Kardium outsourced the manufacture of the torq devices affected by this recall to the following contract MFR. Name: southmedic inc., (B)(4). MFR's device eval summary: after a technical investigation and device history record review, it was determined that the root cause of the deficiency was improper insertion of the lock washer into the device by a new, inexperienced operator. The deficiency was found to be limited to lot 062711 and no other lots are affected.